Event description:
The facility reported that while using the endostat fiber, a flame came out of the end of the fiber. The flame was immediately extinguished using a wet towel.

Manufacturer narrative:
No injuries were reported. The fiber was returned for failure analysis. The failure analysis consisted of a visual inspection under 30x magnification and transmission of laser light through the fiber. Photographs were taken. Analysis reveals the existing tip of the fiber is not burned or melted, but is fractured. There is a score mark in the jacket approx 0.180" from the tip of the fiber indicating there was an attempt to strip and cleave the fiber tip. An unsuccessful strip and cleave of the fiber will cause a portion of the fiber jacket to be stretched over the fiber output which can result in damage to the fiber or possibly ignite when subjected to laser energy. An unsuccessful strip and cleave of the fiber is usually an indication the wrong size fiber stripper was used. Labeling is sufficient and provides instructions on stripping and cleaving with warnings: "note: while cleaving, if you slip off the target area, stop. Select a new area at a location proximal to the location of the failed cleave and start scoring/cleaving again. It is essential to have a good score to obtain a clean break. A poor cleave may cause the tip to flare." "A dull stripper can be the most likely cause of a distal tip flare." "Warning: ensure there is no frayed jacket at the distal end of the fiber before using. Re-cleave and strip as necessary. Ensure there is no debris on the distal tip surface. Ensure there are no chips on the distal tip surface. Any chips or debris on the distal tip can cause the tip to flare." The instructions state what size of stripper to use.